Event description:
It was reported that during a bph prostate procedure, the customer reported; "aiming beam failed", at 123,468 joules and 24:00 minutes of usage. The case was completed with a second fiber. Patient outcome: "ok" reported. No injury to patient or user reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-436a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited moderate char; the glass cap exhibited moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.